Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 12 syringes 3ml ll w/ndl 22x1-1/2 rb leaked. The following information was provided by the initial reporter: "it was reported that medication leaked near the plunger rod area. Event description per snow verbatim states: econsumer reported, when she was drawing up medication, it leaked near the plunger rod area 12 syringes affected. Lot: 0121703, (consumer has poor eyesight). Catalog: 309574. Date of event: unknown. Samples: yes. Medication: b-12 cl".